Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. System logs were not available for review.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required 2 days of hospitalization. The target nodule was 7 centimeters in size and located in the right upper lobe abutting the pleura. Multiple needle passes were made during the biopsy. A chest x-ray was performed after the procedure, and a small pneumothorax was detected. The patient was admitted for 2 days and then the pneumothorax resolved; the patient was sent home in stable condition. The physician believed the pneumothorax was not ion-related and would have likely occurred via another modality due to the target nodule's (close) proximity to the pleura.